Event description:
A patient suffered a seizure, fell and hit his face on the ground resulting in a mandible fracture of the left side. The patient was implanted with matrix mandible plate on (B)(6) 2012. While inserting one of the screws the screw head went completely through the hole of the plate. This screw was removed and the plate was implanted with the remaining six (6) screws. The procedure was completed with no further problem. There was no reported harm to the patient. This report is #1 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.